Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high/undefined pacing impedance, high sensing integrity counter (sic), noise and non-sustained ventricular tachycardia (vt) episodes resulting from a possible fracture. The rv lead was programmed off and is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was replaced. No patient complications have been reported as a result of this event.